Manufacturer narrative:
The user guide states: the pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent auto-off safety alarms. Blood glucose was 271 mg/dl at its highest. The customer confirmed that there was no interaction with the pump which led to the alarm. The customer cleared the alarm and insulin delivery was resumed. Tandem technical support assisted the customer with adjusting the time setting for the auto-off safety alarm.